Event description:
Customer reported that the autopulse unit will not power on. The battery lock is bent.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The reported problem was confirmed. Battery connector and lock were damaged. The archive data indicated numerous user advisory messages; "ua45" (drive shaft not at home position), "ua18" (no load change was detected at the load plate. Suspect no patient present or patient too small), "ua3" (error communicating with battery controller). Archive data also shows that a small patient/object was used on board during compressions. No adverse event was reported.